Event description:
The customer reported that the system displayed poor, coarse images on the monitors.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The plan to check the system is currently under negotiations with the customer.